Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly due to inflation issues. A surgical procedure was performed, during which it was noted that the cylinder was shredded and stuck in the corpora. Cylinders and pump were removed and replaced, while the existing reservoir was drained and retained, and a new one was added to the system. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were microscopically inspected and tested for leaks. The first cylinder exhibited broken fabric threads in the middle of its body, along with multiple twisted folds in its proximal and distal end. In addition, the first cylinder had its outer tubing twisted and completely separated from the cylinder body, resulting in fluid loss. The second cylinder presented its outer tubing twisted in the proximal and distal end, along with a total separation of it in the distal end. Additionally, multiple twisted folds were noted in its distal end, and a hole that led to a leak in the kink resistant tubing (krt) consistent with sharp instrument damage was also identified. The pump was microscopically inspected and tested for leaks. It was not functionally tested due to bodily fluid contamination identified within the component. Microscopic evaluation revealed that its krt was worn to the filament, and a hole and a leak in its krt was also noted. Based on the information available and analysis results, the leaks identified in the first cylinder and pump krt could have caused or contributed to the reported clinical observations.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly due to inflation issues. A surgical procedure was performed, during which it was noted that the cylinder was shredded and stuck in the corpora. Cylinders and pump were removed and replaced, while the existing reservoir was drained and retained, and a new one was added to the system. There were no patient complications reported.